Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was seen in follow up with a repeat scan. It was noted that at the time of the index procedure that there was an accessory renal artery that the implanting surgeon wanted to save. This significantly shortened the "neck". Index procedure went well, with a good result. The follow up CT revealed a small type 1 endoleak with growth of the native aaa. . A secondary procedure, was performed on (B)(6) 2018 , during the intervention a proximal extension was implanted with good results. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; a secondary procedure. Refuted events include a type 1a endoleak rather it was a type iiib (breached) of the sr cuff. The most likely cause of the compromised stent graft integrity (breached) of the supra renal cuff was the use of the strata material. No procedure related harms detected. The patient was discharged home in a stable condition on the first post-operative day after the secondary endovascular procedure.the review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at(B)(4). Since the corrective actions were implemented these types of events will be monitored and trended as part of the quality system correction: section common device name - suspect device changed to sr cuff instead of bifurcated stent graft.